Event description:
Knee began to swell and became very uncomfortable [joint swelling]; knee pain [arthralgia]; knee effusion [joint effusion]. Case description: spontaneous report received on (B)(6) 2009 from a (B)(6) male pt with a history of arthritis and previous synvisc injections, initials (B)(6), who experienced knee swelling, knee pain, knee effusion and reported that his body rejected synvisc after starting synvisc. The pt received injections of synvisc into his right knee on unspecified dates in (B)(6) 2008. The pt received one synvisc injection in his right knee on an unspecified date in (B)(6) 2009. He reported that after the first injection of his third series of synvisc his knee began to swell and became very uncomfortable. The pt was seen by his physician and placed on two unidentified pain medications the next day. The day after that the pt had his right knee aspirated of 50 cc and another 30 cc three days later. The first aspirated fluid was sent to the lab for testing and there was no indication of infection or gout found. The pt received a steroid injection on an unspecified date. His doctor explained that his body had rejected that synvisc and that he could never have another synvisc injection. He was disappointed as he had received much relief from his pervious synvisc injections. It took the pt approximately ten days to recover. The doctor also told the pt this was the first case he had ever seen in his career and the pt wanted to know what happened. At the time of this report the outcome of the pt was unk. MFR's comment: the benefit-risk relationship of synvisc is not affected by this report.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme biosurgery will continue to monitor complaints.